Manufacturer narrative:
Date of implant was in 2012. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: unknown stem. Country:(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s hip was revised approximately 5 years post-implantation due to dislocation. Patient¿s head and liner were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: bioloxâ® option, head, m, ã¸ 32/0, taper 12/14, p/n 00877703202, l/n 2804396; allofitâ®-s it alloclassicâ®, shell for acetabulum, uncemented, 50/hh, p/n 00875505002, l/n 2628465. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.